Event description:
It was reported that during an unknown procedure, the scalpel was too hot to be used during procedure. Reinstalled but unexpected noise heard during test and then the titanium tip of the device broke. Changed another one to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information: how was it determined that the blade tip was too hot? The surgeon felt that the hand piece was getting hotter by touch. Has the surgeon been in-serviced on heat management? No answer given - is the surgeon aware of the warnings in the IFU as to heat? Yes. How does the account assembly the device? Vertically, like an ice cream cone? Yes.

Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched. In addition, the clamp arm detached from the inner tube, but firmly fixed to the outer tube at the clamp arm weld. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade. Possible causes of the clamp arm detachment are not closing the trigger when sliding the torque wrench on and off; not closing the trigger when introducing or removing through the trocar; or possible intanglement in fibrous tissue. The clamp arm detached is not related to the reported scalpel too hot, broken blade, or abnormal noises originally reported.